Event description:
It was reported high, out of range high voltage impedance measurements were observed on the right ventricular channel. During the procedure, the lead came easily out of the device connector without pulling or unscrewing the setscrew. The physician suspected that the high impedance may have been caused by the set screw not properly securing the lead into the device header. The device and lead were replaced without complication to the patient.